Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose overnight and attempted to reduce it by entering multiple meal announcements without eating; glucose reached 254 mg/dl and remained above 180 mg/dl for approximately three hours, and education was provided not to use meal announcements for correction and to perform a fingerstick and change infusion supplies due to the possibility of a kinked cannula. Symptoms included none reported such as dizziness or loss of consciousness. Outcomes included no use of backup therapy, no ketone testing, no alerts above 300 mg/dl for over 90 minutes, no medical intervention, and no assistance required. Investigation included telephone-based troubleshooting and education regarding proper use of meal announcements and consideration of infusion set issues. Investigation of this case revealed probable user-related dosing error due to inappropriate meal announcements and a possible infusion site or cannula issue. It was concluded, based on previously established findings for similar reports, that the cause was user error with potential infusion set malfunction contributing to hyperglycemia.